Manufacturer narrative:
Reliability analysis inspected 1 opened/used infusion set and performed the manual prime test per des 8653 section 13.2.3.2.2 and dqtp 6117. A new lab reservoir was used along with a 5 xx insulin pump. The infusion set failed per inspection and the tubing was occluded on the p cap needle. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's son reported via phone call no delivery alarm. Customer's blood glucose level was 193 mg/dl. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during manual prime. Customer was assisted replacing the plunger and manually pushing the plunger until insulin exited the tubing. Customer advised they had a bent cannula. Customer was advised a replacement infusion set would be sent out and they agreed to return the product for analysis.